Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received for evaluation without the aluminum foil. A visual inspection with the naked eye noted a crack on the cap opening which caused the iodine to leak. The cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap, it was discovered that there was a crack on the cap opening which resulted in iodine leakage. There was no patient injury or medical intervention associated with this event. No additional information is available.